Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right ventricular (rv) lead. The impedances were greater than 2000 ohms. At this time, the ICD and rv lead were explanted and replaced. The cause of the reported observations is unknown. No additional adverse patient effects were reported.